Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. While hospitalized for a peg/j tube dislocation and non device related suspected aspiration pneumonia, the physician noted the patient had a buried bumper. At the time of report, no further information was available.

Manufacturer narrative:
Additional information added to b5 and d6a. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
Additional information was received on 14 aug 2025: on (B)(6) 2022, a patient in germany underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. At the time of report, no further information was available.